Event description:
It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the right ventricular - rv lead exhibited failure to capture. An x-ray was performed and the rv lead was found to be dislodged. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: d6a - implant date should (B)(6) 2021 instead of (B)(6) 2021.

Event description:
It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the right ventricular - rv lead exhibited failure to capture due to dislodgement. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.